Event description:
A report was received that the patient had an infection at the incision site. One incision was in the lower left ankle and the 2nd incision was by the knee. The patient also had redness at the ipg site but it was not infected. The patient underwent an explant procedure. The patient was given a shot of antibiotics prior to the explant. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm, model # sc-1110-02, serial # (B)(4), description: implantable pulse generator (ipg), model # sc-3138-35, serial # (B)(4), (B)(4), description: phase iii lead extension - 35 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.